Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 29 mg/dl. The low bg cause was related to the customer using cold insulin within the pump supplies. The customer consumed juice and chocolate milk to address bg. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s instructions for use: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.